Event description:
The customer reported that the n65 monitor display is missing segments in the heart rate on the left side. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). Isolated the problem to the universal interface (ui) printed circuit board (pcb) and a poor connection with the display flex cable. The display flex cable and ui pcb was replaced.